Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). In this case, it was reported that the patient received a permanent pacemaker to treat the event; however, there is no information to suggest an edwards device malfunction or quality deficiency related to this event.

Event description:
It was reported via clinical affairs that an (B)(6) female experienced a brief, sudden onset of complete heart block that was quickly converted to sinus tachycardia, 5 days post implantation of an edwards perimount magna ease aortic bioprosthetic valve. Event states, "block was noted during discharge testing. Patient is asymtomatic (no lightheadedness or dizziness). Vs stable. Patient was transferred to cticu for monitoring...received a ppm on (B)(6) 2013 (5 days post implant). No information to suggest a malfunction of the edwards device as it remains implanted and functioning as intended.